Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient had a total hip 10 years ago and recently started to dislocate. The hip stem and head dislocated from the cup. The stem with the head attached dislocated out of the intact cup with liner in it.